Event description:
A phacoemulsification procedure was being performed. The phacotip became overheated and some damage occurred to the cornea, making it not possible to introduce an intraocular lens at that time. No alarms were noted during that procedure. Standard settings were being used.